Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. The lead was removed, and another lead implant was attempted. During implant of the replacement lv lead, the patient experienced diaphragmatic muscle stimulation. The lead was not used, and another lead was implanted the following day. No further patient complications have been reported as a result of this event.